Event description:
It was reported that "the chair collapsed, he hit his head and his shoulder, and the fall left him in a position where I could not possibly help him get up."

Manufacturer narrative:
It was reported that "while testing the chair after assembly, my husband commented [?]it's wobbly.' I commented how light it was. He proceeded to use it in the shower. It didn't make it through its first use. The chair collapsed, he hit his head and his shoulder, and the fall left him in a position where I could not possibly help him get up. We had to call the paramedics. The bolts the chair were still screwed in. It was the plastic that bent. My husband weighs 230 lbs. This chair is rated up to 350 lbs. It could never hold a 350 lb. Person! I fell and the firemen had to pick me up. I am doing fine but I fell." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.